Manufacturer narrative:
It was reported to abbott, a patients¿ system was explanted. The patient was dissatisfied with the stimulator and refused any further programming. The reps were unaware the procedure took place. No complications were reported. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient's scs system was explanted on (B)(6) 2024.

Event description:
It was reported that patient is experiencing dissatisfaction with therapy. To address this issue, surgical intervention is planned to explant device. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Date of event is estimated. Section a4: patient weight was not made available. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 7869655.